Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd venflon¿ pro safety shielded IV catheters experienced leakage from the injector port during use. The following information was provided by the initial reporter: fluid was administered via the port during surgery. When they injected the fluid, they think that something happened with the "grey thing/valve" that is located inside/under the injectionport. Then it started bleeding from the port.

Manufacturer narrative:
H.6. Investigation summary two photos were received by our quality team for evaluation. Upon visual inspection it was observed that leakage had occurred due to the gray valve had moved within the cannula hub. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. A trend for the moving injection valve has been observed for this product line. CAPA 1379444 has been started to further determine the reason for the moving injection valve in the venflon pro safety so that a fix can be made to further prevent this issue. Customer complaint trends will also continue to be evaluated on a monthly basis.

Event description:
It was reported that an unspecified number of bd venflon¿ pro safety shielded IV catheters experienced leakage from the injector port during use. The following information was provided by the initial reporter: fluid was administered via the port during surgery. When they injected the fluid, they think that something happened with the "grey thing/valve" that is located inside/under the injection port. Then it started bleeding from the port.